Event description:
The customer reported a power supply failure and calibration required. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device. No trouble was found outside of annual calibration being due. No repairs were necessary. The device passed all performance assurance tests and was placed back into use. Philips is not able to confirm the reported malfunction. Because the problem could not be recreated the cause cannot be determined.